Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, while the patient was still in the hospital, the patient received inappropriate therapy. The device was interrogated and there was oversensing on the right ventricular (rv) channel. X-ray and fluoroscopy were performed and it was confirmed that the rv lead was dislodged. The lead was repositioned and the patient was stable.